Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 (update codes), h11. H4: this lot# r25g21017 was manufactured on 7/22/2025. This lot# r25f25147 was manufactured on 6/26/2025. H11: the actual device and a photo of the sample were received for evaluation. Visual inspection of the returned sample and photo showed that the male luer was missing. The reported condition of leakage was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the condition was determined to be caused during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: customer provided two suspect lots r25g21017 and r25f25147. D4: expiration date (suspect lot# r25g21017): 07/27/2027 UDI: (B)(4). D4: expiration date (suspect lot# r25f2514): 06/25/2027 UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a missing end luer lock on the patient side, and caused a leakage. The issue was further described as, when the set was primed with iron for infusion, it leaked onto the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.